Event description:
It was reported that the patient complained of an irregular heartbeat. A device check was done and t-wave oversensing was present on the electrogram. Intrinsic rhythm shows decreased r-waves and t-waves about the same size. The patient is not displaying t-wave oversensing real time. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2013. (B)(4).